Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached end of service (eos). The device was not replaced and it later alerted for charge circuit timeout. The device is still in use. No patient complications have been reported as a result of this event.